Manufacturer narrative:
Product has been returned and evaluated as of the date of this investigation. The underlying cause documented on the irs in onbase identified as: assembly/component issue; controls, power switch broken.

Event description:
Dealer states unit will run, but has no alarm. 3240 hrs.

Manufacturer narrative:
The product was returned on (B)(4) 2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states unit will run, but has no alarm. 3240 hrs.